Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor tried to insert the swg into the syringe, but it had bent at the beginning of the procedure. The swg was unable to be advanced. As a result, a new kit was opened and used to complete the procedure. There was a delay in treatment, but no harm was caused to the patient. No complications or death occurred to the patient.